Event description:
A pt was injected with caha filler for nose augmentation by a dermatologist. The pt immediately developed blepharoptosis (drooping of the upper eyelid) and orbital pain on the right side. The procedure was stopped and aspiration of the caha product was attempted. The pt developed central necrosis affecting the entire nose, glabella and center of the forehead. Eight hours post procedure, the pt complained of decreased vision of the right eye. The symptoms progressed. The pt underwent CT of orbital areas which showed linear deposits, similar to density of bone in the right medial orbit and eyelid. The pt was diagnosed with ischemia (insufficient blood supply) and oculomotor nerve palsy due to vascular obstruction: pt was treated with topical antibiotics, steroids, i.v. Antibiotics, wound was soaked in saline and covered with ointment.

Manufacturer narrative:
After 5 weeks, the pt's visual acuity increased to 20/40 along with extraocular movement, eyelid drooping and skin necrosis that gradually resolved. At three months post injection, the pt had 20/20 with pinhole in the right eye, and all symptoms other than fixed dilated pupil had resolved. The skin also recovered with minimal scarring. The report indicates that this is the first known case of anterior segment ischemia following filler injections and that they hypothesize that the caha probably entered the dorsal nasal artery and moved to the ophthalmic artery due to the pressure of the injection. A copy of this article has been included with the medwatch form.